Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regards to a patient receiving intrathecal lioresal (concentration and dose unknown) via an implantable infusion pump. Patient history included cerebral palsy and intractable spasticity. Per the hcp, there was a previous scenario where the patient experienced an increase in pain and increase in tone. The catheter needed to be replaced. The reason for the catheter replacement, troubleshooting and diagnostics, and patient outcome were not provided. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow-up report will be sent.